Event description:
It was reported that the needle was uncapped and pierced the packaging with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from spanish to english: the needle is out of the syringe inside the sealed package.

Manufacturer narrative:
Investigation summary: customer returned photos of syringes. Customer states that the needle is out of the syringe inside the sealed package. The photos were examined and exhibited the cannula through the shield. A review of the device history record was completed for batch# 7163840. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 2nd august 2019, holdrege received the photo of cannula through shield on 0.5cc 31g 6mm bd u-100 insulin syringe of lot# 7163840. After looking at the image, we would confirm that it is cannula through shield and happened after getting cannulated, passed the pim inspection for cannula angularity. But it has happened during the process of shielding. Process: ¿hubs are placed on the racks. Racks loaded with hubs travel down a conveyor towards the cannulator. ¿they approach the cannulator turning horizontally in order to receive cannula. ¿racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. ¿then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. ¿the parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. ¿the finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: ¿reviewed DHR records. ¿reviewed the logbooks of the machine for the maintenances, machine adjustments. Root cause: ¿the rack locater is misaligned or had a wear on it which might lead to variation in the position of the rack. Corrective action: ¿replaced rack locater cylinder & air fittings at shielder station. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was uncapped and pierced the packaging with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, translated from spanish to english: the needle is out of the syringe inside the sealed package.